Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer's expected fasting blood glucose test result range is 140 to 165 mg/dl. The customer did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 149mg/dl and 195 mg/dl. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 09/30/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). Customer called with complaints of her meter giving her "low and high" results while fasting. She ran a test on (B)(6) 2016 and the result was 37mg/dl at 4:00pm and again on the same day (same hand) at 4:02pm and the result 91mg/dl. Both were done while fasting. At the time that the client tested herself she stated that she had nothing wrong with her. No new meds or major changes in her life right now.